Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset and pump stop event; however, a specific cause for the observed event could not be conclusively determined through this evaluation. The submitted log file contained 120 events spanning an unknown amount of time. Data from day 467, hour 16, minute 2, through day 494, hour 15, minute 27 captured normal pump operation. On day 494, hour 15, minute 27 the data recorded shows that the controller was connected to battery power and a power cable disconnect alarm was active. This event was immediately followed by a complete loss of power during which time, the clock reset to day 0, hour 0, minute 0. These events would have resulted in the observed pump stoppage. The following recorded data entry on day 1, hour 9, minute 46 showed that power was restored, and that the system resumed normal operation. Although power was ultimately restored, the amount of time the patient¿s pump was off could not be determined through this evaluation. Excluding the pump stop event, the pump operated at or above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU and patient handbook state that at least one system controller power cable must be connected to a power source at all times, and that disconnecting both power leads at the same time will cause the pump to stop. Furthermore, these documents address all alarm conditions, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15apr2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the pump off event was not determined. The cause of the low speed hazard was not identified as well. The patient was stable and there were no changes to the plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a low speed hazard and pump off event on day 494 due to totally battery depletion. The clock reset to zero and could not determine how long the pump was off. There were no abnormal alarms or event prior or post to this event. The vad is functioning as intended.